Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-23 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a patient with pre-existing bradycardia due to sick sinus syndrome (sss), following the first deployment attempt, the valve was recaptured due to a shallow implant depth. During the second deployment attempt, the implant depth was too deep, and a complete heart block (chb) was temporarily observed. It was reported that the deep implant depth may have affected the conduction system. Following the implant of the valve, there was no chb observed; however, an electrocardiogram was performed that appeared "unstable". Therefore, a temporary pacemaker was inserted into the patient's neck before leaving the operating room. The following day, the chb did not improve, and a non-medtronic leadless pacemaker was implanted. Per the physician, the chb was due to the patient's sss, and not caused by the transcatheter valve implantation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve could not be ruled out as a contributing factor to the complete heart block (chb); however, the delivery catheter system (dcs) could be ruled out as a contributing factor to the chb.